Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to troubleshoot the alarm. The hp reported that a supply line was wet and leaking, and it was revealed that she had found a puddle underneath the second bag (supply bag), but did not locate the source of the leak causing the se 2240 / 2367 alarms. The tsr advised hp to discard all supplies and to report the alarms to the peritoneal dialysis (pd) nurse the next morning. The hp would finish that night's therapy manually. No patient injury or medical intervention was indicated at the time of the initial report. In follow-up, per the nurse, hp is doing fine and continuing therapy. No patient injury or medical intervention was reported. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.